Event description:
During trouble shooting of a check supply line alarm, the home patient (hp) stated that he had disconnected the bag to see if there was any flow out of the bag and then he reconnected the bag. The baxter technical service representative (tsr) explained that the setup was compromised and had the hp turn off the machine. The tsr instructed the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the alarm. The hp reported that the issue was resolved, but he did not know the cause of the alarm. The hp said that he did remove the supply bag and reconnected it. The hp said that the opening seemed fine. Per hp, there were no loose connections or defects on the supplies. The hp confirmed that he was never connected to the set up. The hp was advised regarding aseptic technique and how to correctly check the lumen on the solution bag. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint for use error - failed to follow therapy steps is confirmed. The assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.